Manufacturer narrative:
A visual inspection of the returned product shows the lens has one haptic torn off into the optic of the lens. There is clear surgical residue on the lens. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v in the injector and a haptic tore off. No patient contact.